Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with small vessel disease (svd). Vascular access was obtained via the femoral artery. The 36mmx3.5mm, 95% stenosed, concentric, de novo target lesion was located in the left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, a 3x9mm maverick balloon catheter was advanced for pre-dilation. A 38 x 3.50 promus premier¿ drug-eluting stent was then deployed at 14 atmospheres and post dilation was performed. However, a mild, type b vessel dissection was noted at the proximal site of the lesion. A 3.5x12mm promus premier stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient¿s status was stable and responding well to medications.